Event description:
Additional information received indicates diagnostics showed lead had high impedances. Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced auto-reducing following a fall. As a result, surgical intervention may take place to address the issue.